Event description:
Medtronic received info that during a procedure, the customer saw a puddle of blood on the floor of the operating room. The customer suspects that it came from the vent line, or possibly the vrv100 valve. The case was completed without any change-out of product. Reported blood loss was 300-400 cc.

Manufacturer narrative:
Evaluation method: device history reviewed. Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: the exact cause of the event cannot be determined. Analysis: a portion of the vent line, including the vrv100 valve was returned for analysis. A visual inspection showed no outward signs of physical damage. The vrv valve is designed as a pressure relief in the vent line. If stated pressures are exceeded, the valve will open and pressure will be relieved. Testing was performed on the tubing attached to the valve, with air pressure at 20 psi for 2 mins, and no leaks were observed. Subsequently, the valve and its connections were tested with pressurized air. Specifications for the valve state that it will sustain 200 mm/hg in the positive flow direction before relieving pressure by opening. During our testing, the valve opened at 210 mm/hg. In the negative direction, specifications state that the valve will release vacuum at 150 mm/hg. During our testing, the valve released at 150 mm/hg. Our analysis shows that the tubing, the vrv valve, and the connection did not leak within the stated parameters of the products. However, if these stated parameters were exceeded during the procedrue, the valve would open as designed, and blood could exit the system. Conclusion: our testing did not show any malfunction of the returned components. We are unable to determine the exact cause of the reported incident. The pt sustained a blood loss at the time of the incident. Further complications have not been reported.